Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a 7.0 cm diameter thoracic aortic aneurysm in zone four. The proximal neck was 32 mm in diameter and 40 mm in length. No calcification was present. Severe thrombus was present in the proximal and distal aortic neck. It was reported that after the procedure (same day), the patient had a disturbance in consciousness and dysarthria. A CT scan revealed a cerebral infarction. The patient was given medication and was discharged from the hospital approximately three weeks later. The physician assessed this event as not device but procedure related. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: cva. Pre-existing condition; severe thrombus was present in the proximal and distal aortic neck. Conclusion: cva. Pre-existing condition; severe thrombus was present in the proximal and distal aortic neck.

Manufacturer narrative:
(B)(4). Results, conclusion: emboli.

Event description:
Additional information was received. It was reported that the stroke may have been caused by emboli.